Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture on the right ventricular (rv) lead. It was noted that at maximum outputs the lead was unable to capture. Subsequently, this rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.